Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open thoracotomy, when on lung tissue, the staple line did not hold and the staple line was incomplete. The surgeon had to resect and re-staple to fixed the staple line. There was unanticipated tissue loss and tissue damage that more tissue had to be taken than what was needed. The surgical time was also extended by more than 30 minutes to stop blood loss.